Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The service records indicate that the device is over 6 years old and the last repair was on 09/04/2009, for an unk issue. Unable to determine a cause for the reported complaint as device was not returned for evaluation.

Event description:
It was reported that while using the zimmer ats 2000, there was blood in the field. Additional clinical follow up with the hospital on (B)(4) 2011 indicated that the tourniquet was in use on a total knee replacement. The set pressure was maintained, and no audible or led message was noted. They used a standard single cuff which was checked during procedure, and found to be in place, without leaks, and hoses found to be without kinks or leaks. The tourniquet failed to achieve a bloodless field which was noted upon inflation when blood oozed into the field. The blood was more than normal, but not excessive, and also was noted to be dark in color. The tourniquet was attempted to be deflated and re-inflated without success. There were no ill effects to the pt.